Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with episodes of oversensing on the right ventricular lead. Upon further examination, the lead was found with a high capture threshold and was not capturing. It was also noted that the pacing impedance had been trending upward since (B)(6) of 2020. The patient was then admitted to the hospital for a lead revision procedure. On (B)(6) 2020, the lead was successfully capped and replaced. The patient was in stable condition and there were no adverse consequences during or post procedure.